Event description:
It was reported that high rv capture threshold and high pacing lead impedance were observed when a patient presented in-clinic for a routine follow-up. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.